Manufacturer narrative:
H11: corrected data: corrected coding to section h6.

Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to d4, h4 and h6. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. It is likely that patient related factors contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through implant patient registry that a patient with a 31mm 7300tfx mitral valve implanted for 4 years, 5 months underwent redo mitral valve replacement due to curled and calcified leaflet and severe mitral regurgitation. The patient presented with heart failure. A 29mm 7300tfx valve was implanted in replacement. Per received records, the patient underwent mvr with a 29mm 7300tfx valve, avr with a 25mm 3300tfx valve, and lv lead placement. Following the procedure, the patient separated from cardiopulmonary bypass without any incidents. However, significant perivalvular leak was noted in the mitral valve. Therefore, bypass was reinitiated. Two pledget sutures were placed at the site of the pvl. The atrium was closed and the patient separated from bypass with no issues. The patient tolerated the procedure very well and was transferred to the ICU in critical, but stable condition. The patient expired on pod #14. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.